Manufacturer narrative:
UDI# of this device: (B)(4). X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives all available intraoperative pictures; patient dob, weight, height, bmi and all relevant history; were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related. Noncompliance, patient anatomy). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with ncb periprosthetic distal femur plate, right, 18 holes, l. 355 mm (sterile). Subsequently, approximately two months post implantation the patient underwent revision surgery due to implant fracture.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: plate breakage. Event summary: a patient was implanted with a right, 18 hole ncb plate on (B)(6) 2018, due to an interprosthetic fracture after a fall. The implanted ncb plate fractured two months post-implantation (B)(6) 2018, following, the fractured plate was revised on (B)(6) 2018, review of received data - in total 5 x-rays have been received. Thex-ray analysis has been performed by a health care professional hcp. -summary 2 months after osteosynthetic treatment of a femoral stem spiral fracture right radiologically discernible plate fracture without trauma in the area of a nonscrewed plate hole at the level of the fracture zone with breakage of a wire cerclage in this area. The wire cerclage was radiologically intact postoperatively. In the report of the revision surgery on (B)(6) 2018, mentioned, consolidation signs are not recognizable, a large intermediate fragment appears avital, from this intermediate fragment minimal bleeding after drilling. -conclusion the missing signs of consolidation mentioned in the surgical report of the revision 2 months after osteosynthetic treatment can be confirmed radiologically at the time of the plate breakage. The breakage of the plate occurred at the level of the fracture zone in the area of a non-screwed plate hole, radiologically a wire ceclage is broken visible at the time of breakage of the plate. On a regular healing schedule, from the sixth week radiologically, a calcified callus is usually expected to cover the fractured bony ends and extend beyond the fracture site. In the present case, according the surgical report and the present x-rays, 8 weeks after primary plate osteosynthesis, a delayed fracture healing can be assumed. The influence of this delayed fracture healing on the plate fracture cannot be assessed on the basis of the available documents. To what extent a possible material overload due to a delayed fracture healing or due to material weakening of an adjoining wire cerclage may have contributed to the breakage of the plate can possibly be assessed by means of a corresponding material examination. Devices analysis - visual examination: the broken plate was returned for investigation. The sub components, like screws and cerclage, have not been returned. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern (9th screw combination from proximal end). The plate shows several scratches on the non-bone-facing side and on the bone-facing side. The visual examination of the fracture surfaces shows beach lines. These lines depict the fatigue character of the fracture. On both fracture surfaces the fracture origin is located at the chamfer of the thread on the non-bone-facing side. On the distal part the medial edge of the fracture surface is polished. On the proximal part the medial edge is polished as well as a large amount of the the posterior part of the fracture surface. On these polished surfaces the character of the fracture surface can no longer be recognized. Review of product documentation - compatibility: no compatibility check can be performed as only one product has been reported. - the surgical technique for ncb periprosthetic femur plate system was reviewed. On page 14 the periprosthetic femur fracture classification are described. It is mentioned that for a fracture type ii ncb periprosthetic distal femur plate may be used. Which holds true for this case. Root cause analysis root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting => possible, as a cerlcage wire was placed right at the fracture site. - breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device) not possible as a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical galvanic crevice corrosion of material not possible as no corrosion was found during the investigation. - breakage of implant due to implant will be implanted against contraindication possible, as no patient information is available this cause cannot be excluded. - breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible as the correct reposition and implant position was confirmed by our hcp. - breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible -as the device length was chosen by using the trial tool and the correct implant position was confirmed by our hcp. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible the plate was not bent. - breakage of implant due to user define incorrect placement of the spacers and plate. Not possible no spacers were used. Only screws and cerclage. - breakage of implant due to user perform improper handling of the plate during insertion possible, as there are scratches on the implant surface. But it is unknown at what timepoint the scratches were introduced. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible the plate was not bent. - breakage of implant due to wrong incomplete information about limitation and postoperative restriction possible, no information received about limitiation and post op restriction. - breakage of implant due to patient do not follow the postoperative protocol possible, it is possible that the patient did not follow the given information. Conclusion summary it was reported that a patient was implanted with a right, 18 hole ncb plate on (B)(6) 2018, due to an interprosthetic spiral fracture after a patient fall. The implanted ncb plate fractured after two months in-vivo (B)(6) 2018, following, the fractured plate was revised on (B)(6) 2018, the x-ray analysis of the images taken post-implantation (B)(6) 2018, show radiologically a proper reposition of the fracture, correct position of the plate and the screws. Intact wire cerclage in the fracture area, which is located close to the bone below the plate. In the report of the revision surgery on (B)(6) 2018, mentioned, consolidation signs are not recognizable, a large intermediate fragment appears avital, from this intermediate fragment minimal bleeding after drilling. The missing signs of consolidation mentioned in the surgical report can be confirmed radiologically at the time of the plate breakage. The breakage of the plate occurred at the level of the fracture zone in the area of a non-screwed plate hole, radiologically the wire cerclage at the fracture zone is broken. According the surgical report and the present x-rays, 8 weeks after primary plate osteosynthesis, a delayed fracture healing can be assumed. The broken plate was returned for investigation without any sub components, like screws and cerclage. The plate shows several scratches on the nonbone- facing side and also on the bone-facing side. The beachmarks on the fracture surfaces indicate a fatigue fracture. The origin on each fracture surface is located at the chamfer of the thread on the non-bone facing side. In conclusion, it may be possible that a delayed or a nonunion bone fracture negatively influenced the performance of the ncb plate. Further, the position of the cerclage wire right under the plate may have negatively influenced the performance as well. Further, no patient information like age, weight, bone quality or other relevant comorbidity which may have influenced the performance of the device has been provided due to patient data policy. Further, the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the provided information and the results of the investigation, no specific root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).